Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient had a new ins placed on (B)(6) 2017, and they were no longer feeling stimulation at the ins site. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported the patient¿s exact weight at the time of the event was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal /pelvic floor. Rep reported the patient is now complaining about pain at the pocket site and feeling stim in the pocket. Rep says they tried to reprogram the patient with many different configurations on the day of the call, but all of them resulted in stimulation in the pocket or in the lower back. All impedances were checked and were fine. None of the impedances were greater than 4000 ohms and there was no indication of a short. When the ins is off, the patient feels nothing in the pocket/back. It was recommended by the call center to check for fluid in the pocket. From what the rep reported, there¿s a strong possibility of fluid in the header block and/or the pocket. A reasonable troubleshooting step would be to turn off cycling¿if it is on¿turn off stimulation, and palpate. If the patient were to feel stimulation in the pocket when palpating, that is likely an indication of fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.